Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an initial total hip arthroplasty on (B)(6) 2006 on an unknown hip. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision procedure on (B)(6) 2014 due to pain and a pseudotumor. Operative report noted the presence of fluid, metal wear debris, synovitis, defect in the calcar bone on the posterior aspect, instability and osteophytes. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported patient underwent an initial total hip arthroplasty on (B)(6) 2006 on an unknown hip. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain.